Event description:
It was reported that removal difficulty was encountered. The target lesion was located in the non-calcified left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced and deployed into the lesion for 10 seconds. However, after stent deployment, the delivery system would not come out and the balloon was difficult to remove from the stent. The physician reinflated and fully deflated the balloon multiple times to dislodge the balloon. Upon pulling on the delivery system, the part where the hub connects to the hypotube was detached. Eventually, the delivery balloon was dislodged making the physician able to remove the delivery system and the procedure was completed successfully. There were no patient complications nor injuries reported.